Manufacturer narrative:
Results, conclusions: death. (B)(4).

Event description:
During the index procedure one endeavor drug-eluting stent was implanted in the rca. Approximately 51 months post index procedure the patient expired. Cause of death is unknown.